Manufacturer narrative:
Block b3: exact date unknown, event occurred in early june. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief due to having lead migration which was confirmed via x-ray. It was also noted that the patient was having undesired stimulation in the ribs. The patient underwent an spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were disposed by the medical facility were not returned.